Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer reported a broken van seat support on the m41 power wheelchair in question.